Event description:
Reportable based on device analysis completed on 6oct2025. It was reported that visualization issues occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous anterior descending branch. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. After the device was placed in the lesion and before pullback, the image was not shown. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed the imaging window was twisted.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). E1 initial reporter phone: (B)(6). The device was returned for analysis. Visual inspection revealed that no issues were found and the device appeared to be in good condition. The impedance test showed an electrical open at the proximal end of the catheter between 130-140 cm from the distal housing. Microscopic inspection revealed the imaging window was twisted.